Manufacturer narrative:
On 11nov2019, a brief summary/summary investigation was provided by the product quality complaints group: parent record ID: (B)(6) . Reasonably suggest device malfunction: yes severity of harm: s4. On (B)(6)2019 , additional information was provided from product quality complaints. Malfunction was not present in this case. Severity of harm/failure mode: unknown; impact to the device was possible adverse event; reference number: 4371219; hazardous situation/hazard number (worst case): unknown; p2 value: h10-03 (worst case): unknown; MDR issued for the associated ae case was unknown; a review of previous MDR did not find similar cases regarding post-operative adhesion. The complaint is to be evaluated for MDR. Root cause: pfizer (site name redacted) quality operations could not determine a root cause for the reported defect to be related to the site production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by the pfizer site is not required.

Event description:
Event verbatim [preferred term] postoperative using area adhesion [postoperative adhesion] , . Case narrative:this is a spontaneous report from a contactable physician via a pfizer sales representative. A patient of unspecified age and gender received absorbable gelatin (gelfoam) for use in bleeding area during surgery, via an unspecified area of administration; amount used, and date of administration unspecified. The patient's medical history and concomitant medications were not reported. The physician reported that the patient experienced 'postoperative using area adhesion.' The onset date was not specified. No treatment information was reported. As of (B)(6)2019 , the action taken and event outcome were unknown. On 1(B)(6)2019 , a brief summary/summary investigation was provided by the product quality complaints group: parent record ID: (B)(6) . Reasonably suggest device malfunction: yes severity of harm: s4. On (B)(6)2019 , additional information was provided from product quality complaints. Malfunction was not present in this case. Severity of harm/failure mode: unknown; impact to the device was possible adverse event; reference number: (B)(4) ; hazardous situation/hazard number (worst case): unknown; p2 value: h10-03 (worst case): unknown; MDR issued for the associated ae case was unknown; a review of previous MDR did not find similar cases regarding post-operative adhesion. The complaint is to be evaluated for MDR. Root cause: pfizer (site name redacted) quality operations could not determine a root cause for the reported defect to be related to the site production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by the pfizer site is not required. No follow up attempts are possible. No further information is expected. Follow-up (11nov2019): new information from product quality complaints group includes: reasonably suggest device malfunction: yes severity of harm: s4. Amendment: this follow-up report is being submitted to amend previously reported information: product problem checkbox checked. Follow-up (19dec2019): new information from product quality complaints group includes: investigation summaries/assessment from pfizer site, including review of previous reports, root cause and conclusion. No follow up attempts are needed. No further information is expected. Company clinical evaluation comment: based on the information provided it was noted that this patient received absorbable gelatin (gelfoam) for use in bleeding area during surgery, via an unspecified area of administration. Amount used, and date of administration was also unspecified. The reported 'postoperative using area adhesion' was most likely a complication of surgery, but a possible contribution of suspect product cannot be excluded. Device malfunction is suspected. This case will be reassessed should additional information become available., comment: based on the information provided it was noted that this patient received absorbable gelatin (gelfoam) for use in bleeding area during surgery, via an unspecified area of administration. Amount used, and date of administration was also unspecified. The reported 'postoperative using area adhesion' was most likely a complication of surgery, but a possible contribution of suspect product cannot be excluded. Device malfunction is suspected. This case will be reassessed should additional information become available.

Manufacturer narrative:
On 11nov2019, investigation from pqc stated reasonably suggest device malfunction: yes, severity of harm: s4.

Event description:
Event verbatim [preferred term] postoperative using area adhesion [postoperative adhesion]. Case narrative:this is a spontaneous report from a contactable physician via a pfizer sales representative. A patient of unspecified age and gender received absorbable gelatin (gelfoam) for use in bleeding area during surgery, via an unspecified area of administration; amount used, and date of administration unspecified. The patient's medical history and concomitant medications were not reported. The physician reported that the patient experienced 'postoperative using area adhesion.' The onset date was not specified. No treatment information was reported. As of (B)(6) 2019, the action taken and event outcome were unknown. Upon follow-up on (B)(6) 2019, a brief summary of citi / summary investigation is listed below: pr ID: (B)(4) reasonably suggest device malfunction: yes severity of harm: s4. No follow up attempts are possible. No further information is expected. Follow-up (11nov2019): new information from product quality complaints group includes: reasonably suggest device malfunction: yes severity of harm: s4. Company clinical evaluation comment: based on the information provided it was noted that this patient received absorbable gelatin (gelfoam) for use in bleeding area during surgery, via an unspecified area of administration. Amount used, and date of administration was also unspecified. The reported 'postoperative using area adhesion' was most likely a complication of surgery, but a possible contribution of suspect product cannot be excluded. Device malfunction is suspected. This case will be reassessed should additional information become available. Amendment: this follow-up report is being submitted to amend previously reported information: product problem checkbox checked., comment: based on the information provided it was noted that this patient received absorbable gelatin (gelfoam) for use in bleeding area during surgery, via an unspecified area of administration. Amount used, and date of administration was also unspecified. The reported 'postoperative using area adhesion' was most likely a complication of surgery, but a possible contribution of suspect product cannot be excluded. Device malfunction is suspected. This case will be reassessed should additional information become available.

Manufacturer narrative:
On 11nov2019, a brief summary/summary investigation was provided by the product quality complaints group: parent record ID: (B)(6). Reasonably suggest device malfunction: yes severity of harm: s4. On 19dec2019, additional information was provided from product quality complaints. Failure mode: unknown; impact to the device was possible adverse event; reference number: (B)(4); hazardous situation/hazard number (worst case): unknown; p2 value: h10-03 (worst case): unknown; MDR issued for the associated ae case was unknown; a review of previous MDR did not find similar cases regarding post-operative adhesion. The complaint is to be evaluated for MDR. Root cause: pfizer (site name redacted) quality operations could not determine a root cause for the reported defect to be related to the site production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by the pfizer site is not required. Additional information from product quality complaints group on 31dec2019 and 02jan2020, confirmed there is malfunction and severity of harm is s4. Quality of lot: acceptable: further correspondence with pfizer safety determined that the worst case severity for the reported complaint was s4. Additionally, the details of the complaint have be.

Event description:
Event verbatim [preferred term] postoperative using area adhesion [postoperative adhesion]. Case narrative:this is a spontaneous report from a contactable physician via a pfizer sales representative. A patient of unspecified age and gender received absorbable gelatin (gelfoam) for use in bleeding area during surgery, via an unspecified area of administration; amount used, and date of administration unspecified. The patient's medical history and concomitant medications were not reported. The physician reported that the patient experienced postoperative using area adhesion. The onset date was not specified. No treatment information was reported. As of (B)(6) 2019, the action taken and event outcome were unknown. On (B)(6) 2019, a brief summary/summary investigation was provided by the product quality complaints group: parent record ID: (B)(6). Reasonably suggest device malfunction: yes severity of harm: s4. On (B)(6) 2019, additional information was provided from product quality complaints. Failure mode: unknown; impact to the device was possible adverse event; reference number: (B)(4); hazardous situation/hazard number (worst case): unknown; p2 value: h10-03 (worst case): unknown; MDR issued for the associated ae case was unknown; a review of previous MDR did not find similar cases regarding post-operative adhesion. The complaint is to be evaluated for MDR. Root cause: pfizer (site name redacted) quality operations could not determine a root cause for the reported defect to be related to the site production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by the pfizer site is not required. Additional information from product quality complaints group on (B)(6) 2019 and (B)(6) 2020, confirmed there is a malfunction and severity of harm is s4. Quality of lot: acceptable: further correspondence with pfizer safety determined that the worst case severity for the reported complaint was s4. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. Corrections, corrective and preventative actions: there were no corrections performed, or corrective or preventative actions identified, as a result of this complaint investigation. Investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. Additionally, a review of previously completed investigation reports determined to be within scope did not result in identification of previous corrections, or corrective or preventative actions relevant to the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion: no changes made to previous conclusion. No follow up attempts are needed. No further information is expected. Follow-up (11nov2019): new information from product quality complaints group includes: reasonably suggest device malfunction: yes severity of harm: s4. Amendment: this follow-up report is being submitted to amend previously reported information: product problem checkbox checked. Follow-up (19dec2019): new information from product quality complaints group includes: investigation summaries/assessment from pfizer site, including review of previous reports, root cause and conclusion. Follow-up (31dec2019 and 02jan2020): new information from product quality complaints group includes: confirmed there is malfunction and severity of harm is s4, updated quality of lot, corrections, corrective and preventative actions. Company clinical evaluation comment: based on the information provided it was noted that this patient received absorbable gelatin (gelfoam) for use in bleeding area during surgery, via an unspecified area of administration. Amount used, and date of administration was also unspecified. The reported 'postoperative using area adhesion' was most likely a complication of surgery, but a possible contribution of suspect product cannot be excluded. Device malfunction is suspected. Company product quality investigation of the complaint did not determine the reported issue to be process related; and corrective or preventative action is not required for this case., comment: based on the information provided it was noted that this patient received absorbable gelatin (gelfoam) for use in bleeding area during surgery, via an unspecified area of administration. Amount used, and date of administration was also unspecified. The reported 'postoperative using area adhesion' was most likely a complication of surgery, but a possible contribution of suspect product cannot be excluded. Device malfunction is suspected. Company product quality investigation of the complaint did not determine the reported issue to be process related; and corrective or preventative action is not required for this case.

Event description:
Event verbatim [preferred term] postoperative using area adhesion [postoperative adhesion] , . Case narrative:this is a spontaneous report from a contactable physician via a pfizer sales representative. A patient of unspecified age and gender received absorbable gelatin (gelfoam) for use in bleeding area during surgery, via an unspecified area of administration; amount used, and date of administration unspecified. The patient's medical history and concomitant medications were not reported. The physician reported that the patient experienced 'postoperative using area adhesion.' The onset date was not specified. No treatment information was reported. As of (B)(6) 2019, the action taken and event outcome were unknown. Upon follow-up on 11nov2019, a brief summary of citi / summary investigation is listed below: pr ID: (B)(6) reasonably suggest device malfunction: yes severity of harm: s4. No follow up attempts are possible. No further information is expected. Follow-up (11nov2019): new information from product quality complaints group includes: reasonably suggest device malfunction: yes severity of harm: s4. Company clinical evaluation comment: based on the information provided it was noted that this patient received absorbable gelatin (gelfoam) for use in bleeding area during surgery, via an unspecified area of administration. Amount used, and date of administration was also unspecified. The reported 'postoperative using area adhesion' was most likely a complication of surgery, but a possible contribution of suspect product cannot be excluded. Device malfunction is suspected. This case will be reassessed should additional information become available., comment: based on the information provided it was noted that this patient received absorbable gelatin (gelfoam) for use in bleeding area during surgery, via an unspecified area of administration. Amount used, and date of administration was also unspecified. The reported 'postoperative using area adhesion' was most likely a complication of surgery, but a possible contribution of suspect product cannot be excluded. Device malfunction is suspected. This case will be reassessed should additional information become available.

Manufacturer narrative:
On 11nov2019, investigation from pqc stated reasonably suggest device malfunction: yes, severity of harm: s4.

Event description:
Postoperative using area adhesion [postoperative adhesion]. Case narrative: this is a spontaneous report from a contactable physician via a pfizer sales representative. A patient of unspecified age and gender received absorbable gelatin (gelfoam) for use in bleeding area during surgery, via an unspecified area of administration; amount used, and date of administration unspecified. The patient's medical history and concomitant medications were not reported. The physician reported that the patient experienced 'postoperative using area adhesion.' The onset date was not specified. No treatment information was reported. As of (B)(6) 2019, the action taken and event outcome were unknown. No follow up attempts are possible. No further information is expected. Company clinical evaluation comment: based on the information provided it was noted that this patient received absorbable gelatin (gelfoam) for use in bleeding area during surgery, via an unspecified area of administration. Amount used, and date of administration was also unspecified. The patient's medical history and concomitant medications were not reported. The physician reported that the patient experienced 'postoperative using area adhesion.' The reported event is most likely a complication of surgery, but a possible contribution of suspect product cannot be excluded. No malfunction of the suspect product has been reported. Case will be reassessed when additional information is available., comment: based on the information provided it was noted that this patient received absorbable gelatin (gelfoam) for use in bleeding area during surgery, via an unspecified area of administration. Amount used, and date of administration was also unspecified. The patient's medical history and concomitant medications were not reported. The physician reported that the patient experienced 'postoperative using area adhesion.' The reported event is most likely a complication of surgery, but a possible contribution of suspect product cannot be excluded. No malfunction of the suspect product has been reported. Case will be reassessed when additional information is available.